Event description:
It was reported that the patient underwent a revision procedure in which one lead was implanted due to patients pain area was not adequately covered with only one lead. No devices were explanted. No additional adverse patient effects were reported.